Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened and 2 opened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received two closed samples and two open samples (only the second pack is open). One of the open samples received has the first pack sealed to second pack in the 4th sealing. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. On the other hand, both closed packs have been opened and received and the aluminum pouch is not stuck to the outer paper foil. Both packs have been opened correctly. Final conclusion: taking into account that one of the samples received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). It was reported that the cellophane package (sterile) is stuck to the paper of the outer packaging.